Event description:
It was reported that this pulse generator was explanted due to an unspecified complication. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pulse generator was explanted due to an unspecified complication. No additional adverse patient effects were reported. A good faith effort was submitted to the field to obtain further information regarding this event, and to request device return. At this time, no further information has been provided.